Event description:
It was reported that the pump unexpectedly shut down while infusing norepinephrine. The norepinephrine (16mcg/ml in 250ml) was intended to infuse at a rate of 6ml/hour with a volume to be infused of 250ml. The clinician indicated the pump shut down and stopped infusing unexpectedly which led to a "code event". The clinician indicated the harm was temporary. The event occurred at 2046. Although requested, additional information was not provided. A copy of the medwatch report from FDA was received, which states, "battery failure occurred in a bd alaris large volume pump, which failed to warn the clinician before the device shut off during a critical medication infusion". During an on-site visit with a bd clinical practice consultant and technical practice consult the hospital biomed indicated the patient came from the operating room and the pump was not plugged in. The hospital biomed declined to return the device for investigation.

Manufacturer narrative:
Correction: describe event or problem, concomitant med prod data per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had pump shut down issue-norepinephrine was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump unexpectedly shut down while infusing norepinephrine. The norepinephrine (16mcg/ml in 250ml) was intended to infuse at a rate of 6ml/hour with a volume to be infused of 250ml. The clinician indicated the pump shut down and stopped infusing unexpectedly which led to a "code event". The clinician indicated the harm was temporary. The event occurred at 2046. Although requested, additional information was not provided.

Event description:
It was reported that the pump unexpectedly shut down while infusing norepinephrine. The norepinephrine (16mcg/ml in 250ml) was intended to infuse at a rate of 6ml/hour with a volume to be infused of 250ml. The clinician indicated the pump shut down and stopped infusing unexpectedly which led to a "code event". The clinician indicated the harm was temporary. The event occurred at 2046. Although requested, additional information was not provided. A copy of the medwatch report from FDA was received, which states, "battery failure occurred in a bd alaris large volume pump, which failed to warn the clinician before the device shut off during a critical medication infusion". On (B)(6) 2026, a bd clinical practice consultant and technical practice consultant were performing on on-site visit and the customer provided additional information. "Norepinephrine at 6 ml/hour. Report of the pcu shutting down during the infusion.. Customer biomed reported the patient came from the operating room (or), and the pcu was not plugged in. Devices are not plugged in after cleaning or during storage. Device repaired by [hospital] biomed and not sent into bd for investigation."

Manufacturer narrative:
Correction: describe event or problem, medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, concomitant med prod data, device manufacture date. It was determined through investigation of the devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: describe event or problem, FDA notified? Report source. Additional information: report source other, related report number grid. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump unexpectedly shut down while infusing norepinephrine. The norepinephrine (16mcg/ml in 250ml) was intended to infuse at a rate of 6ml/hour with a volume to be infused of 250ml. The clinician indicated the pump shut down and stopped infusing unexpectedly which led to a "code event". The clinician indicated the harm was temporary. The event occurred at 2046. Although requested, additional information was not provided. A copy of the medwatch report from FDA was received, which states, "battery failure occurred in a bd alaris large volume pump, which failed to warn the clinician before the device shut off during a critical medication infusion".

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump unexpectedly shut down while infusing norepinephrine. The norepinephrine (16mcg/ml in 250ml) was intended to infuse at a rate of 6ml/hour with a volume to be infused of 250ml. The clinician indicated the pump shut down and stopped infusing unexpectedly which led to a "code event". The clinician indicated the harm was temporary. The event occurred at 2046. Although requested, additional information was not provided.